Manufacturer narrative:
The reported event occurred on a cobas e 801 analytical unit (serial number: (B)(6)). The investigation determined that the elecsys hiv duo assay performed within specifications. A review of the provided quality control data confirmed recoveries were within the specified range; however, calibration data and complete quality control data for the days of measurement were not available. Confirmatory testing, including pcr, indicated that the sample results were false positive. False positive results are a known limitation of the assay, as outlined in the elecsys hiv duo method sheet. No general product issue was identified. The device remains in operation at the customer site.

Event description:
The initial reporter alleged repeatedly reactive results for one patient sample tested with the elecsys hiv duo assay on the cobas e 801 analytical unit. On (B)(6) 2025, the elecsys hiv duo assay generated results of 12.6 coi (reactive) with sub-results of ahiv 0.114 coi and hivag 12.6 coi, followed by 11.8 coi (reactive) and 12.4 coi (reactive). On (B)(6) 2025, the assay generated a result of 13.3 coi (reactive). Additional testing at the customer site included abbott hiv, which was negative, and polymerase chain reaction (pcr), which was also negative. At a referral laboratory, the elecsys hiv duo assay was repeated on (B)(6) 2025, generating a result of 32.1 coi (reactive) with sub-results of ahiv 0.0978 coi and hivag 32.1 coi. Pcr hiv-1 rna testing performed on (B)(6) 2025 was negative.